Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explanted device was received. The device housing was damaged in such a way that it was not possible to read the whole serial number. Multiple devices had been placed together in a single container for shipment.

Manufacturer narrative:
Correction: the report was sent in error as the complaint was a duplicate issue. There was no information and the device was received in such a condition that made identification of the serial number initially difficult. Once device was identified, it was seen that an earlier complaint had been opened for the case. The complaint concerning this report will be cancelled. Information in the device explantation report received during investigation of the first complaint indicated that there were no visible damages to the device prior to explantation. No information has been received pointing to the device having caused on contributed to the explantation. Therefore the case was deemed non reportable.

Event description:
Cancellation of report, please see additional manufacturer narrative for further information.